Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
Reporter alleged obtaining the results of 400 mg/dl and 145 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took an extra 250 mg metformin pill, an unknown time later in the day, due to the high readings. Reporter stated she felt hypoglycemic symptoms after that and her brother treated her with a candy bar and soda. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the device was explanted after an implant duration of approximately 83.9 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to calcific degeneration. Per the operative report of (B) (6) 2010, "there was some calcific degeneration of the prosthetic aortic valve and for this reason we went ahead and replaced it."

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.